Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure after pre-dilation, the physician was not able to cross the target lesion with the 120/150 smart sfa 7 x 150 stent delivery system (sds). The product was removed, and pre-dilation was performed again. The smart sds was re-inserted but still did not cross the target lesion. After removing the product again, it was noted that there was some gap between its outer sheath and its distal tip. A non-cordis stent was used and was implanted without any issue. Two (2 each) additional smart stents were implanted successfully in the left iliac artery. The procedure was completed successfully. There was no reported patient injury. The target lesions were the left iliac artery and the left superficial femoral artery. An approach was made from the right common femoral artery.

Manufacturer narrative:
During an interventional endovascular procedure after pre-dilation, the physician was not able to cross the target lesion with the 120/150 smart sfa 7 x 150 stent delivery system (sds). The product was removed, and pre-dilation was performed again. The smart sds was re-inserted but still did not cross the target lesion. After removing the product again, it was noted that there was some gap between its outer sheath and its distal tip. A non-cordis stent was used and was implanted without any issue. Two additional smart stents were implanted successfully in the left iliac artery. The procedure was completed successfully. There was no reported patient injury. The target lesions are the left iliac artery and the left superficial femoral artery. An approach was made from the right common femoral artery. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17706432 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses deployment difficulty-premature in patient¿ and ¿stent delivery system (sds)-ses failure to cross were not confirmed since the device was not returned for analysis and the nature of the event and the relationship to the device. The exact cause could not be determined. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note for the s.m.a.r.t.® system: if a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.